Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed critical pump error. The device no longer responds properly. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind due to corroded motor home switch. The insulin pump was received with corroded electronic assemblies and corroded battery tube. The insulin pump powered up properly after battery installation. No critical pump error noted. The insulin pump was received with operating currents within specifications and passed self-test. The insulin pump minor scratches on the lcd window.